Event description:
Facility has noted an increase in wound infections and inflammatory processes of the incision in pts having undergone orthopedic procedures, noteably in total hip arthroplasty, total knee arthoplasty, orif of the femur, and carpal tunnel procedures. The orthopedic surgeon was questioning if the skin staples were causing the increase in wound infections as he noted the pts' incision lines were becoming reddened almost immediately. At the orthopedic surgeon's request, the 3m precise disposable skin stapler was cultured. The culture plate had no growth but the thio sub to blood plate grew a light growth of staphylococcus epidermidis. Report of culture results are included with this report.